Event description:
Hcp reported the pt had an "indium dye study with catheter that showed possible leak or defect." The device was explanted and returned to the MFR for analysis a follow up report will be sent when additional info is received.